Event description:
It was further reported that ¿it¿s been idle since 2010¿ and the physician had not managed her pain or made any adjustments.

Event description:
It was reported that the patient reported that the pump made intermittent alarm type sound that did not sound like the ones she heard on the manufacturer website. Patient was also concerned over FDA "recall" (not specified which one). The pump was scheduled for replacement on (B)(4) 2013. There were no patient symptoms reported. Drugs delivered via the device were fentanyl and bupivacaine. It was later reported that a new pump was implanted. Patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. During the product analysis, pump passed the alarm tests.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).